Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified lower scan reading while wearing the adc freestyle libre 2 sensor as compared to an adc meter on (B)(6) 2021. The customer experienced stomach pain, vomiting, and felt as if they were having a "heart stroke" and were unable to treat themselves. The customer was admitted to the hospital and was provided insulin (dose/type unknown) for a diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event. A sensor scan of 10 mmol/l compared to a glucose test result of 27 mmol/l on an adc meter, taken more than 10 minutes apart, was reported. However, it is unknown if the values were taken at the time of the medical event.

Event description:
A customer reported an unspecified lower scan reading while wearing the adc freestyle libre 2 sensor as compared to an adc meter on 15nov2021. The customer experienced stomach pain, vomiting, and felt as if they were having a "heart stroke" and were unable to treat themselves. The customer was admitted to the hospital and was provided insulin (dose/type unknown) for a diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event. A sensor scan of 10 mmol/l compared to a glucose test result of 27 mmol/l on an adc meter, taken more than 10 minutes apart, was reported. However, it is unknown if the values were taken at the time of the medical event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.